Manufacturer narrative:
Correction: product event summary: analysis confirmed the programmer would not interrogate due to the rf head connector being damaged and loose. It was also noted that the floppy disk drive was missing components but is functional.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head connector is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.